Event description:
It was reported that during a routine device check the device was at end of life (eol) and interrogation could not be performed. The physician indicated that at the previous device check, the impedance dropped but the device was not at eri. Performance data revealed that the device was unable to be interrogated due to no remaining battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5076-52, implanted: 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.